Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. A call to technical services on 05/28/2013 states that patient had high atrial threshold at 6.5@1 .0ms and output was already set to 6.5v@1 ms. The physician was dr. (B)(6) at (B)(6) hosptial in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).